Event description:
It was reported that the patient underwent a surgical procedure to treat a left indirect inguinal hernia and umbilical hernia on (B)(6) 2010 and mesh was implanted. On (B)(6) 2011 the patient presented to surgeon with increased pain. A nerve block was performed on (B)(6)2011. The pain continued and he underwent exploration surgery on (B)(6) 2011. On (B)(6) 2011, the patient underwent a laparoscopic removal of the left-sided inguinal mesh a portion of the mesh was removed. It was noted that the mesh had grown into the nerves. The groin was repaired using a modified mcvay technique and triple layer of closure. No additional information provided

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure to treat a left indirect inguinal hernia and umbilical hernia on (B)(6) 2010 and mesh was implanted. On (B)(6) 2011 the patient presented to surgeon with increased pain. A left ilioinguinal nerve block and left inguinal scar infiltration was performed on (B)(6) 201, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011. It was reported the patient underwent pulsed radio frequency lesioning of the left inguinal nerve on (B)(6) 2011 and on (B)(6) 2011 and reports temporary pain relief. He also underwent left inguinal transforaminal epidural steroid injection for pain on (B)(6) 2011 and underwent left iliopsoas muscle injection and left quadratia lumborum with local anesthetic and steroid on (B)(6) 2011. The pain continued and he underwent exploration surgery on (B)(6) 2011. On (B)(6) 2011 the patient underwent a laparoscopic removal of the left-sided inguinal mesh a portion of the mesh was removed. It was noted that the mesh had grown into the nerves. Medication opana and is now taking oxycontin and lyrica, cymbalta and ibuprofen the groin was repaired using a modified mcvay technique and triple layer of closure. He also had a trial of percutaneous spinal cord stimulation for pain on (B)(6) 2012. No additional information provided.

Manufacturer narrative:
It was reported that the patient underwent open mr image approach for percutaneous chemoneuroplastic treatment of left ilioinguinal and genitofemoral nerves, adhesiolytic treatment of spermatic cord, possible ganglion block on (B)(6) 2012; due to left ilioinguinal genital femoral and spermatic cord abnormality. It was reported that the patient underwent left inguinal approach for neuroplasty of the distal pudendal branch and iliohypogastric nerve as well as lysis of adhesions of spermatic cord on (B)(6) 2012; due to left spermatic cord, pudendal and iliohypogastric nerve entrapmen. (B)(4).

Manufacturer narrative:
During the procedure on (B)(6) 2011, in dissecting and removing the mesh, it was likely that one or more sensory nerves were divided. The patient has undergone several inguinal nerve blocks with good but temporary relief. It is also reported that the patient has proceeded with pulsed radiofrequency lesioning of the left ilioinguinal nerve. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a chronic left sided spermatic cord and ilioinguinal nerve block on (B)(6) 2013; left-sided pericord and ilioinguinal microcryoablation on (B)(6) 2013.